Event description:
It was reported that a previous device didn't last very long either. The first initial units were taken out. It was reported that the reason they had to be switched out was because the device failed.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37742, serial# (B)(4); product type programmer, patient product ID 37711, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2008 (B)(6); product type implantable neurostimulator product ID 37711, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2008 (B)(6); product type implantable neurostimulator. (B)(4).